Manufacturer narrative:
Article citation: ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range¿ by frederic seigle-murandi, francois lefebvre, catherine bruant-rodier, frederic bodin, published in journal of plastic, reconstructive & aesthetic surgery, volume 70 , issue 1 , 42 - 46, published online 11/10/2016. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reported event is addressed in device labeling: "gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Reported events of rupture of round, low-profile style 110 models in 17 patients found within the article ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range." Devices were removed.

Manufacturer narrative:
Article citation: ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range¿ by frederic seigle-murandi, francois lefebvre, catherine bruant-rodier, frederic bodin, published in journal of plastic, reconstructive & aesthetic surgery, volume 70 , issue 1 , 42 - 46, published online 11/10/2016.

Event description:
Additional information received from the reporter with device information for each patient represented in the article, "incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range." This medwatch now represents one patient.

Manufacturer narrative:
Device history record summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Reported events of rupture of round, low-profile style 110 models in 17 patients found within the article ¿incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range." Devices were removed. Additional information received from the reporter with device information for each patient represented in the article, "incidence of breast implant rupture in a 12-year retrospective cohort: evidence of quality discrepancy depending on the range." This medwatch now represents one patient.